Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported 'not recording accurate ml's given' which was not reproduced. The device was tested for flow accuracy at 40ml/hr with passing result of -0.647% which is within +/-5% accuracy. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not recording accurate ml's given. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.